Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a bleeding event of the mediastinum associated with implantation. They were given a transfusion that was between 8 and 16 units. As of (B)(6) 2026, the patient's prothrombin time was 1.4iu, their activated partial thromboplastin time was 34 seconds, and their platelet count was 7.8 × 104/l.